Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the esprit balloon catheter crossed the lesion without any resistance, but the balloon ruptured at 10 atm. Reportedly, there was no pt injury. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. No adverse pt effects were observed as a result of the balloon rupture. The device was not returned and without the device, no root cause could be determined for the balloon rupture in the case.